Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer had been experiencing erratic blood glucose levels recently, and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.